Manufacturer narrative:
It was reported that patient underwent wound debridement and wound vac system placement on (B)(6) 2012 due to vulvar wound status post excision and debridement for a necrotizing fasciitis. It was reported that patient underwent wound vac change and minimal debridement on (B)(6) 2012 and (B)(6) 2012 due to necrotizing fasciitis s/p wound vac placement on (B)(6) 2012 requires wound vac change. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted due to sui. It was reported that following procedure the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures, includes a vaginal mesh excision on (B)(6) 2012 due to mesh erosion, and a radical excision of right vulvar on (B)(6) 2012 due to necrotizing infection of the right vulva. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with transvaginal urethrolysis, transvaginal rectocele repair, cystoscopy, bilateral ureteral catheterization due to cystocele, rectocele, pop, sui and urinary retention.